Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("unusual bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), menometrorrhagia ("unusual and prolonged periods"), dyspareunia ("painful intercourse"), depressed mood ("no longer happy"), asthenia ("no energic as she was"), dysmenorrhoea ("severe menstrual pain"), abdominal pain ("abdominal pain") and libido decreased ("level of sexual intimacy decline"). The patient was treated with surgery (partial hysterectomy in an attempt to remove the essure). Essure (ess205) was removed on (B)(6) 2005. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, menometrorrhagia, dyspareunia, depressed mood, asthenia, dysmenorrhoea, abdominal pain and libido decreased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, asthenia, depressed mood, dysmenorrhoea, dyspareunia, genital haemorrhage, libido decreased, menometrorrhagia and pelvic pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils properly placed, fallopian tubes occluded. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("unusual bleeding") in a 38-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included caesarean section (2). Previously administered products included for an unreported indication: micronor. Concurrent conditions included nabothian cyst and adenomyosis. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), menometrorrhagia ("unusual and prolonged periods"), dyspareunia ("painful intercourse"), depressed mood ("no longer happy"), asthenia ("no energic as she was"), dysmenorrhoea ("severe menstrual pain"), abdominal pain ("abdominal pain"), libido decreased ("level of sexual intimacy decline") and menstrual disorder ("unusual menstrual cycle"). The patient was treated with surgery (partial hysterectomy in an attempt to remove the essure). Essure (ess205) was removed on (B)(6) 2005. At the time of the report, the pelvic pain, abdominal pain lower, menometrorrhagia, dyspareunia, depressed mood, asthenia, dysmenorrhoea and libido decreased outcome was unknown and the genital haemorrhage, abdominal pain and menstrual disorder was resolving. The reporter considered abdominal pain, abdominal pain lower, asthenia, depressed mood, dysmenorrhoea, dyspareunia, genital haemorrhage, libido decreased, menometrorrhagia, menstrual disorder and pelvic pain to be related to essure (ess205). The reporter commented: she did not claim that you are allergic to nickel or any other component of essure. She did not claim that you experienced a hypersensitivity reaction to nickel or any other component of essure. She did not claim that your use of essure caused or aggravated any psychiatric and/or psychological condition. Left- 7 coils, right- 3 coils . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2004: coils properly placed, fallopian tubes occluded . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-sep-2018: event "unusual menstrual cycle", reporter added from pfs. Concomitant and historical condition added from medical record. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("unusual bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), menometrorrhagia ("unusual and prolonged periods"), dyspareunia ("painful intercourse"), depressed mood ("no longer happy"), asthenia ("no energic as she was"), dysmenorrhoea ("severe menstrual pain"), abdominal pain ("abdominal pain") and libido decreased ("level of sexual intimacy decline"). The patient was treated with surgery (partial hysterectomy in an attempt to remove the essure). Essure (ess205) was removed on (B)(6) 2005. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, menometrorrhagia, dyspareunia, depressed mood, asthenia, dysmenorrhoea, abdominal pain and libido decreased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, asthenia, depressed mood, dysmenorrhoea, dyspareunia, genital haemorrhage, libido decreased, menometrorrhagia and pelvic pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils properly placed, fallopian tubes occluded. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-jul-2018: update of quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.